Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of not recognized. There was no trouble found. The instrument was placed on an in-house system and it passed the recognition test. Failure analysis investigation found the distal end of the instrument's main tube had various scratch marks with light material removal. The scratches measured .094 - .206 in length and not aligned with the tube axis. No other damage was found.

Event description:
It was reported that during a da vinci prostatectomy procedure, the large needle driver instrument was attached, however it became not recognized halfway through the procedure. The planned surgical procedure was completed using another instrument. There was no patient harm, adverse outcome or injury reported.